Manufacturer narrative:
The insulin pump was received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the device has broken threads at the battery compartment and reservoir compartment was broken at connection. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device was returned for analysis.